Manufacturer narrative:
Lot review: a review of lot#3282887 showed (B)(4) units manufactured, tested, inspected and released in june 2016 citing no exception documents.

Event description:
Complaint received regarding one cl3950, 8" ext set w/microclave clear, chemolock port , y-connector and rotating luer, lot# is 3282887. The report states, the chemotherapy didn't leak onto the patient's skin so there was no harm done. The nurse was pushing a chemotherapy call dactinomycin and noticed a small amount leaking. She had a normal saline running concurrently through the primary line. No adverse clinician/patient consequences reported, proper ppe was being utilized.